Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged the ipg in a while. The ipg is now inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on 05/10/2017 to explant and replace the ipg. Stimulation was restored following the procedure.